Event description:
It was reported that the deep brain stimulation (dbs) patient experienced skin distention at the site of the implantable pulse generator (ipg). The patient was hospitalized and underwent an explant procedure where the ipg was removed. The patient was doing well postoperatively. The adverse event was reported as not related to stimulation. The adverse event was reported as potentially related to the device hardware. Additional information received indicated that the patients cervical dystonia symptoms temporarily improved due to the microlesion effect. This temporary improvement in motor symptoms occurred after the lead was implanted yet before the stimulation was turned on. The patient who is quite thin then began to experience a worsening of disease symptoms after the resolution of the microlesioning effect waned. Multiple reprogramming attempts were performed, and various settings were explored in an outpatient setting. The progression of cervical dystonia led to increased traction on the device and skin stretching otherwise known as sub clavicular skin tension, necessitating the replacement of the ipg. The explanted ipg was discarded at the medical facility and was not returned.

Manufacturer narrative:
Initial reporter's phone number is (B)(6); reported here as phone number exceeded character limit for designated field. Update to block h6 patient codes and evaluation method codes.

Manufacturer narrative:
Initial reporter's phone number is +(B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced skin distention at the site of the implantable pulse generator (ipg). The patient was hospitalized and underwent an explant procedure where the ipg was removed. The patient was doing well postoperatively. The adverse event was reported as not related to stimulation. The adverse event was reported as potentially related to the device hardware.